Event description:
The pt complained that suddenly everything was too loud. Mcl's had to be reduced from 900cu to around 300cu. This is the pt's hearing threshold and therefore she has no benefit from the system anymore. The external equipment has been exchanged but with no improvement.